Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown.

Event description:
It was reported by the sales rep in japan that during an anterior cruciate ligament reconstruction (acl) surgical procedure on (B)(6) 2024 the truespan 24 degree plga device was opened for suturing the meniscus. When the surgeon tried to move the depth top adjuster, it was stiff and could not be moved at all. The depth could not be adjusted, so that another device was used for surgery. There was no harm to the patient as it was before being inserted into the body. There was no surgical delay. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10: it was inadvertently not reported in the additional manufacturer narrative on the previous report that the device was received for evaluation. Therefore, it is now being reported to reflect that information. H4: device manufacture date has been updated accordingly. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device came in used condition. The plates were already deployed and they were not returned. The sleeve depth adjuster was difficult to move and a little scratch was found on a side. The manufacturer performed an investigation with the following result: in-house procedure states how the pushrod, needle and slider must be assembled and there is a mold slot where the needle must fall into in order to verify that the assembly of the rest of the components is aligned. Once the device is closed with both covers, the gap between both sides is inspected with a 0.7 mm gauge in accordance with test method. If the gauge does not fit in the slot the part is acceptable. This assures that the device is assembled correctly and that components inside including the slider are in place. After this verification, the manufacturing associate also places the slider on the ¿20¿ mark and avoids moving it any further. In-process quality inspection procedure states that an in-process inspection must be performed as follows: ¿take a sample of nine (9) in-process parts prior to the sealing stage. These samples must be taken randomly from the whole lot. The lot is accepted if no defects are observed on the samples taken (c=0)¿. This inspection must be performed in accordance with visual standards per our procedure. Risk assessment and quality systems data analysis: the condition reported of ¿stiff top adjuster¿ was reviewed; and defect is not included as part of the pfmea, however there is a defect related to missing slider which indicates that if the slider was not there at all, the product would still be functional but there would be a reduced level of performance, since depth being would not be able to be adjusted. No capas have been open related to the defect reported in this complaint. No nrs have been found related to the defect reported in this complaint no complaints related to this defect type were found since production started in juarez, mexico. Root cause description and rationale: the investigation performed showed that the production controls implemented at the non-sterile level, as well as the in-process controls guarantee detection of issues related to a stiff slider. 100% of the truespan products must be adjusted to place the slider in the correct start position, which makes a jam in this component an easily detected defect. If the component is indeed jammed and it is forced to move, damage may happen to the adjuster, causing visible cracks/scratches/breaks, which explain the issue. Final bounding and rationale: the bounding is limited to reported batch because the received complaint and the risk assessment demonstrate that there is no other quality events related to this type of defect. Conclusion: based on the information presented under this investigation, it is confirmed that manufacturing process has stablished validated procedures which are designed to prevent and detect defects related to a stiff adjuster. A review of the batch manufacturing records was conducted on finished lot number 203l286: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the truespan 24 degree plga would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown.